Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, a tear measuring 17.8 cm was observed on the anterior view and extending to the posterior view. Additionally, an area of delamination with leak was noted on the posterior view. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the concomitant product cat, and sn number mistakenly reported incorrect, the correction is as follow: cat# 3545535, and sn#:(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel 535cc silicone breast implant, sn#:778105-024; cat#: 3545535. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 535cc silicone breast implants which the right side ruptured after implantation. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number smpx-295, serial number (B)(4), and left replaced with catalog number smpx-295, serial number (B)(4) on (B)(6) 2019.